Manufacturer narrative:
The other 13 patient-specific events provided by this office are being reported separately. Since this event involved three medical devices, three manufacturer reports are being submitted.

Event description:
On (B)(6), 2015, a representative from the dental office provided patient-specific information; initially, this office indicated "a couple" of patients required root canal treatment. In total, the office has now provided information on 15 root canals involving 14 patients. This report details a (B)(6) female patient who received a crown made from 3m espe lava ultimate cad/cam restorative for cerec on tooth #4 on (B)(6), 2014. This crown was secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. On (B)(6), 2015, the patient contacted the dental office to report a constant dull ache; she was referred for endodontic treatment at that time. The endodontic procedure was performed on (B)(6), 2015. The patient's current status is reported as fine.